Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted in the common bile duct to treat an obstruction caused by bile duct stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Four weeks after the procedure, the patient presented to the emergency department with pain and discomfort. The physician conducted an endoscopic procedure and found that the implanted advanix biliary stent had migrated and perforated the lumen of the duodenal wall. It was observed that half of the stent had penetrated through. Reportedly, the bile duct stones measured approximately 1 cm in size. The physician then removed the stent using snares and closed the fistula using resolution clips. Following the stent removal, the patient remained in the hospital for one week to undergo another ercp procedure to remove the stones, which involved implanting another advanix biliary stent. The condition of the patient was reported to have fully recovered.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration.